Manufacturer narrative:
The device was received fully deployed with the slide retract fully retracted. The device needle mechanism was reset and redeployed as intended. The e-seal was inspected and no damages or defects were observed. There were no damages or defects that would indicate any failure to deploy.

Event description:
It was reported the pink slide insert did not move forward, despite the cannula deploying indicating that there was a needle mechanism failure. The patient reported they had blood glucose levels of 339 mg/dl during the event. As treatment the patient replaced the pod.

Manufacturer narrative:
The device has been received and is pending an investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.